Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The user facility conducted the additional microbiological testing. As a result of the additional microbiological testing, the water flushed into the inner channels of the subject device tested positive for unspecified microbes (3cfu/50ml), but it was reported that the testing result met an unspecified guideline. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the water flushed into the inner channels of the subject device tested positive for klebsiella pneumoniae (4cfu/50ml), escherichia coli (2cfu/50ml), serratia marcescens (6cfu/50ml), and unspecified microbes (22cfu/50ml) other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.